Manufacturer narrative:
The device was not returned as it was implanted in the patient; therefore, product analysis was not able to be performed. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Per the reported information, there is no allegation that the device caused an injury or malfunctioned during its use. Post the procedure, the patient was reported to have ica segment occlusion, and in combination with tako-tsubo cardiomyopathy, the patient died. Based on the reported information, there is no evidence suggesting that the device/s was defective, but rather post procedure related event which may have been related to the patient's underlying medical conditions. However, a definitive caused cannot be concluded. MDR linked with: 2029214-2017-00712, 2029214-2017-00714. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿coil embolization of anterior circulation aneurysms supported by the solitaire¿ ab neurovascular remodeling device¿ medtronic received report that 45 patients (aged 32¿76 years; mean 59.1 years) harboring 46 wide necked and/or complex aneurysms of the anterior circulation were treated. There were no difficulties in delivering the devices. A case with subarachnoid hemorrhage h & h grade v and preexisting severe vasospasm, thromboembolic occlusion of the stented ica segment occurred in combination with a tako-tsubo cardiomyopathy, and the patient died, this case was classified under procedure-related mortality.